Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a thrombosis removal procedure in cerebral artery using an 8f sheath. Reportedly, after the foot closed, the device was repeatedly pushed down and pulled back to be removed. The prostyle device was unable to be removed. The device was removed via surgical incision of the access site. Hemostasis was achieved with direct suturing of the vessel. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1 - facility name: (B)(6) hospital.

Manufacturer narrative:
E1 - facility name: department of neurosurgery, okinawa tokushukai chubu tokushukai hospital the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.